Manufacturer narrative:
No product will be returned for evaluation - we are unable to evaluate the adhesive pad for any abnormality that may have caused the customer's skin infection. It is known and understood by the manufacturer that, based on customer's individual skin sensitivities, various reactions to the pod's adhesive may be experienced. No conclusion can be drawn. The omnipod user guide contains a section dedicated to infections titled "avoid infusion site infections" that includes the following information: always wash hands and use aseptic technique before applying a pod; don't apply a pod to any area of skin with an active infection; at least once per day, check the infusion site for signs of infection; signs of infection include pain, swelling, redness, discharge or heat - if infection is suspected, immediately remove the pod and contact a health care provider. To mitigate the recurrence of adverse skin conditions, the omnipod website offers a resource guide that includes a listing of skin barrier products that can be used to protect the infusion site. Twice per month, insulet performs a review of customer complaint data; the occurrence rate of reported infections at the infusion site is (and has historically been) significantly below the level at which an internal corrective action would be required (per insulet's internal corrective and preventive action procedures). However, insulet has initiated action to determine if marketing can improve education and training related to this topic. A review of lot qualification records was performed and no issue related to the pod's adhesive pad was noted. The lot passed the acceptance criteria. Note: evaluation method codes pertain to activities performed during lot qualification, not to activities performed on the subject pod (as it was not returned for evaluation).

Event description:
The customer's mother reported that her daughter had been wearing the pod on her leg "for about two days," which caused a staph infection. The pod was removed and the "site area had swelled up and was about the size of a golf ball." The area was "lanced" by the customer's father and "quite a bit of discharge" was removed. Two days later, the customer was taken to see her health care provider, who placed her on antibiotics. At the time of the call (nine days after the event), she was reportedly "healing fine now." The pod will not be returned for evaluation.